Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A manual correction injection was given to address bg. It was also reported that a second occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. A manual correction injection was given to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.